Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact reported on the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.